Event description:
A pharmacist reported that during intraocular lens (iol) implant procedure, during cartridge use part of the haptic was severed. Doctor noticed this issue before implanting in the patient. Procedure was completed on subsequent day without any harm to the patient. Additional information has been received and it states that the defect was identified when the case was opened.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).